Manufacturer narrative:
(B)(4). A flexiva 200 tractip laser fiber was received for analysis. Visual examination of the returned device revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Examination under magnification confirmed that the fiber tip is unused. There was no damage noted along the body of the laser fiber. It was further observed that light was unable to travel to the fiber face within the sma connector to illuminate it indicating that the fiber is broken within the connector. As a result, no aiming beam was visible. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. Since the fiber was recognized by the laser console during analysis, the most probable root cause of the reported event is caused by other device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation that a flexiva 200 tractip laser fiber was used during a flexible ureterolithotripsy procedure performed on (B)(6) 2016. According to the complainant, the laser fiber was not recognized when it was attached to the laser console. The procedure was completed with another flexiva 200 tractip laser fiber. There were no complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken within the connector.